Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ca 19-9 results for one patient sample. The analyzer generated ca 19-9 results of >1200. Upon automatic dilution by the analyzer ca 19-9 results of 746.5 and 509.2 were generated. Manual dilutions were performed and results of 1018, 825, and 780 were obtained. Discrepant ca 19-9 results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, accuracy testing, and a review of labeling. Tracking and trending identified no atypical complaint activity. Accuracy testing was completed using retained kits of reagent lot 27228m600 and acceptance criteria were met. Labeling was reviewed and found to be adequate. A product deficiency was not identified.